Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics. Explanted lead, model sc-2218-50 (B)(4), exhibits normal device characteristics. Explanted lead, model sc-2352-50 (B)(4), was found that electrode #5 was fractured right at the weld nugget. This failure could not contribute to the ipg shutting off by itself. A review of the sterilization documentation of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was feeling the stimulation shutting off on its own. Upon further review the physician felt the lead was starting to protrude through the patient's skin. The patient then started to experience redness and swelling. The physician explanted the patient's entire system due to infection at the lead and pocket site. The physician feels the infection was related to the implant procedure.

Manufacturer narrative:
The patient required an extended hospital stay. The patient was also prescribed oral antibiotics for the infection.

Event description:
A report was received that the patient was feeling the stimulation shutting off on its own. Upon further review the physician felt the lead was starting to protrude through the patient's skin. The patient then started to experience redness and swelling. The physician explanted the patient's entire system due to infection at the lead and pocket site. The physician feels the infection was related to the implant procedure.

Event description:
A report was received that the patient was feeling the stimulation shutting off on its own. Upon further review the physician felt the lead was starting to protrude through the patient's skin. The patient then started to experience redness and swelling. The physician explanted the patient's entire system due to infection at the lead and pocket site. The physician feels the infection was related to the implant procedure.